Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged kidney disease/toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.